Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred before issue started. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump. Customer may continue to use the pump.